Event description:
Pt reported attempting to give a bolus, but all of the buttons on the infusion device are not responding. Pt reported changing the battery but the buttons still do not respond. Pt reported the infusion device starts up with an e8 (power interrupt) error message. Pt stated there are no blood glucose level concerns. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.